Event description:
It was reported that during the open gastric bypass procedure, instrument stopped working miday through the case. Ran test on the system and instrument error came on. Instrument retorqued and instrument error continued to be displayed. Opened new instrument and case was completed without pt consequence.